Event description:
The customer reported being hospitalized due tio low blood glucose levels, with a reading of 24 mg/dl. The customer stated that the insulin pump was damaged in a car accident prior to the hospitalization, and she had been experiencing low blood glucose levels since the accident. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she wore the insulin pump during an x-ray. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.